Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is not a us event. Consumer reports about a month ago she was using a ubk sleek regular absorbency tampon and upon removal saw the pledget appeared frayed. She was not concerned until a day or so later when she developed a headache and nausea. Fearing an infection she saw her pcp who said it was possible she had an infection and provided antibiotics.